Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the pain was not determined. The patient said the ins has always hurt depending on how the patient would sit they could feel it. The patient said they are going to physical therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient started having horrible and severe pain at the ins site on friday. The patient stated that the pain was so bad, that they had trouble walking. They reported that it took them twenty minutes to go up two flights of stairs because of the pain. The patient noted they would do moderate exercise but had not had any falls nor trauma. The patient was redirected to follow up with a healthcare professional. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.